Event description:
It was reported that the stimulation was intermittent. It was noted, the patient believed it was shorting out, as she noticed that when sitting and leaning back, she didn¿t feel stimulation. The same thing occurred when she was standing and turned a certain way, and also when she was laying down and moved. The reporter noted this had been happening for at least a month. It was noted, the patient had a fall and that she fell a lot as she had had 5 strokes and used a cane. The reporter noted that the patient had not tried a different program and was currently on group a and ¿had bars that go sideways.¿ it was noted, the patient saw the health care professional on 2014 (B)(6) to get her medications. The reporter noted that the patient had not checked if the implantable neurostimulator turned off during these times as when she moved to a different position, she felt the stimulation. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 37754, serial# (B)(4); product type recharger product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).